Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes include damage of parts due to deterioration, leakage, or some kind of physical stress, between the videoscope components without any design or manufacturing issue. The most probable cause could be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited water ingress. There was no patient involvement.